Manufacturer narrative:
Other text: b5: additional information was received on 3 october 2022: this was not in use at the time of failure. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Operator of device: updated. Device evaluated by manufacturer: updated. Event problem and evaluation codes: updated. Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was removed or broken upon receipt. The bottom case was damaged, and the right plunger case was cracked. An error code was found in the ehl (event history log). Occlusion and flow test inspection were performed. The customer reported issue of invalid syringe size was not duplicated however, the plunger tube needed grease for the slide not moving smoothly. The root cause of the intermittent error is unknown but most likely attributed to the size potentiometer being over 10 years old and the plunger tube needed grease. The size potentiometer was replaced preventively, and a light coat of grease was applied onto the plunger tube. Preventive maintenance and all functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not recognized the syringes and that the slide mechanism did not move smoothly. There was no patient injury reported